Event description:
It was reported that the right ventricular (rv) lead switched from bipolar to unipolar due to low impedance. The patient experienced muscle stimulation at the pocket. It was also reported that the rv lead had oversensing and noise due to lead insulation damage and a fracture from a clavicle crush. It was later noted that leads were bad and follow up was able to determine that a chest x-ray was performed which showed a clavicle crush occurring on both leads. No changes have been made and both the rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.